Event description:
On (B)(6) 2011, a (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for the procedure. In (B)(6) 2012, a 3 month follow-up noted no significant problem. On (B)(6) 2012, complete occlusion of the right iliac leg graft was confirmed at the 6 month follow-up. Reviewing the 3 month follow-up CT confirmed about 1-2 mm of a blood clot formed inside the iliac leg and a thrombus-like substance floating in the external iliac artery. On (B)(6) 2012, a femoral-femoral bypass procedure was performed due to narrowing of the right external iliac artery although peripheral blood flow was preserved by retrograde blood flow from the right internal iliac artery. Pt outcome was not provided by the reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.